Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The diabetes consultant reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was unknown. It was reported that the esc was not working. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened dome switches. No unlocked connector noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.